Event description:
The needle became dislodged from the suturing device after it was used. The needle is supposed to stay in the needle holder securely. When the surgeon was removing the suturing device from the patient, the needle fell off into the cavity. The needle was retrieved with no further incident. Expiration date on the reload was 01/2015.